Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the tip of the medium-large hem-o- lok clip was stuck at the edge of the medium-large clip applier instrument twice, and the surgeon wanted to replace the medium-large clip applier instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was inspected prior to use with nothing noted out of the ordinary. The issue occurred when the surgeon attempted to clamp on a vessel/tissue bundle, resulting in an unsuccessful clip application. The vessel/tissue bundle was not greater than what is specified in the user manual. A backup instrument was used to resolve the issue. It was confirmed that there was no patient harm, injury or adverse outcome.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip could not be properly loaded into the clip groove of the grip-tips. The complaint was confirmed by failure analysis.